Event description:
A caregiver (cg) contacted baxter's technical service center regarding the patient feeling full, which occurred on the homechoice pro (hcp) during use during dwell 4 of 8. The dwell time equaled 1:08. The current ultrafiltration (uf) equaled -1325ml. The cg stated the patient felt overfull. The technical service representative (tsr) assisted the cg to bypass to drain 5 of 9. The tsr reviewed the program and it was tidal, with a total volume of 12000ml, a fill volume of 1500ml, a tidal volume percentage of 95%, a target uf of 800ml, a last fill volume of 100ml, and full drains every 4 cycles. The hc alarmed check patient line alarm. The tsr had the patient check for kinks, closed clamps, and check the transfer set. There were no problems found. The patient repositioned and the alarm recurred. The patient repositioned again. The drain volume was slowly increasing. The cg said the drain bag was in a bowl. The drain volume was increasing at a faster rate. The drain volume equaled 1609ml. The hcp went to fill and the fill volume equaled 0ml. The tsr had the cg go back to manual drain and the drain volume equaled 630ml. The hcp went back to fill and the tsr had the cg stop and go back to manual drain. The drain volume equaled 14ml. The patient wanted to continue fill. The fill volume equaled 137ml. The patient was having discomfort. The tsr assisted the cg with ending therapy. The tsr reviewed the alarm log. The total uf equaled 830ml. The cycle 5 uf equaled 2155ml. The cycle 4 uf equaled -1416ml. The cycle 3 uf equaled 25ml. The cycle 2 uf equaled 50ml. The cycle 1 uf equaled 16ml. There were 4 bypasses. The cycle 5 uf met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume) ((B)(4)). The tsr explained about adding cycles and bypassing drain 4 of 8. The cg insisted that the cycle 4 drain was not bypassed. The patient uses a procard. The tsr advised the cg to let the registered nurse (rn) know about the problems during therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated that she has been made aware of this event. She stated that they believed it was due to a catheter issue. The nurse clarified by saying it was an issue with the patient's anatomy rather than a defect with the catheter. She stated that otherwise, the patient has not had any issues. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury reported. No allegations were made against any baxter products. The following information was provided by global pharmacovigilance (gpv): on (B)(4) 2012, gpv contacted the patient's peritoneal dialysis registered nurse (pdrn) regarding the reported event. The pdrn clarified that the patient did not have an issue with his anatomy, as was previously reported by the other pdrn; the problem was that the patient's omentum was plugging his catheter, and that he had "possible" adhesions. This in turn led to the patient feeling overfull. On (B)(6) 2012, the patient had a revision done on his catheter. At the time of this report, omentum plugging the catheter and "possible" adhesions were resolved. Outcome of feeling overfull was not provided. Pd therapy was ongoing without any complications. The pdrn considered none of the events to be related to any baxter solutions, devices, or supplies.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated for the customer's reported issue of increased intra-peritoneal volume (iipv). The reported issue was not confirmed in the event history log review or the sample evaluation. The patient had a cycle 5 drain of 1616 ml, then a manual drain of 677 ml, and a second manual drain of 13ml. This total drain volume of 2306 ml is not greater than 160% of largest prescribed fill volume of 1500 ml. However, the patient did report feeling overfilled. The assignable cause was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history review was performed finding one exception during manufacturing, however, the device was reworked, retested, and found to be performing as designed before release.